Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while detaching the fissures in a laparoscopic pulmonary lobectomy, the surgeon was able to press the gre en button, but was unable to squeeze the handle, and the device did not fire. The device replaced with a new cutting closure to complete the case. There was no patient injury.